Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation, the device failed an exhalation test step during testing. The device's proportional valve and three-way solenoid valve were replaced to address the issue. The device was re-tested and passed all testing.